Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration from right fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2010, the patient had essure inserted. In march 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and alopecia ("excessive hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain and alopecia outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, heavy menstrual bleeding and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and patient's medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042294) on 06-jul-2015. The most recent information was received on 23-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration from right fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and alopecia ("excessive hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain and alopecia outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.